Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels and dehydration. Troubleshooting was performed, and the insulin pump was programmed correctly except for the time. The insulin pump had cracks close to reservoir compartment. Advised that the insulin pump would be replaced due to the cracks. Nothing further was reported.